Event description:
It was reported that eleven days later after the groshong catheter was implanted, a pinhole was found at 44.5cm depth marking on the catheter upon flushing. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter is confirmed and was determined to be use related. One 5fr dl groshong catheter was returned for evaluation. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and x2 splits were observed at the 45cm marking on the catheter body. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped split ¿ 's' shaped split ¿ tensile weakness at the fracture site (due to material ballooning prior to burst) ¿ granular fracture surface texture (typical of tearing failure modes) ¿ the catheter material was visibly lighter in color at the fracture site an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that eleven days later after the groshong catheter was implanted, a pinhole was found at 44.5cm depth marking on the catheter upon flushing. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.